Event description:
Same case as 2134265-2010-02597. It was initially reported that during preparation for a rotational atherectomy procedure a guide wire became detached. Vascular access was obtained through the femoral artery. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified proximal left circumflex (cx) artery. The physician performed the rotational test with a 325cm rotawire guide wire and the guide wire became detached. The procedure was completed with another of the same device. Device analysis of the rotawire revealed evidence that the fracture of the wire occurred due to a "burr induced surface wear."

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)